Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced an increased intra-peritoneal volume (iipv) event. It was stated that the homechoice device was not draining properly and overfilling the patient. It was determined that the patient¿s largest prescribed fill volume was 2800ml and that they manually drained 4500ml at the end of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.